Event description:
Two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted in the mid lad during index procedure. Patient suffered a spontaneous gastrointestinal (gi) bleed approximately 1 month post index procedure. Plavix was stopped and the patient received a transfusion of fresh frozen plasma and packed red blood cells. Patient was taking the required medication at the time of the event. Investigator has indicated that the event was not related to either the study stent or the study procedure. Approximately one week later the patient developed chest pain with st elevation and underwent thrombectomy, angioplasty and stent placement, an mi occurred in the mid lad. It was indicated that the event was related to the study stent but was not related to the study procedure. The mi event was an acute stemi, non-q wave mi involving the target lesion. Two integrity rx stents were implanted in the mid lad during revasc. It was stated that the mi event was definitely related to the study device and study drug and was not related the study procedure. It was reported that patient death occurred, however the date of death and cause of death is unknown. Ref MFR report# 9612164-2011-00045, 9612164-2011-00046, 9612164-2011-01612, 9612164-2011-01613.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (death). (B)(4). Patient death year valid, dates are estimates.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (hemorrage).

Event description:
Clinical events committee adjudicated that the patient suffered a suspected gi bleed approx 2 months post index procedure and required a transfusion.

Event description:
Prior to the previously reported patient death, the patient had shortness of breath, acute respiratory failure, aspiration pneumonia, and sepsis.